Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high capture thresholds and low impedance. The patient was asymptomatic. The lead was explanted and replaced during scheduled generator replacement procedure. The patient was stable throughout the procedure and remained stable post procedure. The patient would continue to be monitored.